Event description:
It was reported that a patient underwent an open bilateral indirect inguinal hernia repair in 2009 under regional anesthetic. The patient was discharged three days later and the summary indicated a seroma. It was noted as a right seroma one week later which resolved without any intervention after three weeks. Post-operative visit notes the following week do not record any issues. New information received five months later reported intervention as a drain was placed.

Manufacturer narrative:
Seroma. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.